Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(6) 2018. It was reported the unit never gave pain relief. Only the temporary unit provided pain relief. The patient gave up on it and stopped charging about 1.5 years ago. The patient noted they have cancer again and would like it to work, so they could stop putting chemicals in their body, as they were undergoing immunotherapy. The patient had been charging the unit for a week and will go back to their hcp and turn the unit back on and move the stimulator to the area in the lower back for pain relief. The overdischarge and lack of therapeutic effect were not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(4) 2018. It was reported the scs trial worked well to relieve his pain, but the permanent system has never helped his target pain. The patient was implanted for lower back pain, noting that he's "all plated and screwed". The patient reported the stimulation only has gone down his legs, and not to the target area of the lower back. The patient reported he was programmed multiple times by reps (3 different reps, but pt does not know their names), but they were never able to program it to capture his target pain. The patient eventually stopped using the scs and has not had it on for over a year. The patient also has not charged the ins in over a year. The patient says he attempted charging the ins 1 to 2 months ago but was unable to. It was reviewed that the ins was in sleep mode called overdischarge and will need the ins "jumpstarted" to get it working again. The patient was redirected to their healthcare provider. The patient indicated he was going to following with his managing physician to see if the ins can be revived out of overdischarge. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that they performed a physician recharge mode (prm) and a power on reset (por) which was successful. They stated that the patient was able to charge normally again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare provider concerning patient with implantable neurostimulator (ins) for spinal pain. A suspected ins overdischarge was reported. It was reported that last successful recharge of the device was unknown. The ins recharger (insr) was not available. The reason recharging was not maintained was due to an unrelated medical issue. The reason the patient had not used their ins was because the patient stated it never worked and was a ¿piece of crap.¿ the ins had not worked since implant. No patient symptoms were reported. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.